Manufacturer narrative:
A ge representative evaluated the system and the lemo connector. System operates as intended. (B) (4).

Event description:
The customer reported the c-arm will not boot up. No patient injury was reported.